Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. What was the name of the initial procedure? 2. What was the date of the initial procedure? 3. When did the patient present with symptoms? 4. What intervention was performed for this suture event? Was an additional procedure indicated? Please describe what was done. 5. What was the date of the re-operation? 6. How many patients experienced post op suture breakage? 7. Were these events previously reported? The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. The patient came back and complained that the suture was broken. It is unknown what device was used to complete the procedure. There were no other patient consequences reported.